Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported their fs freedom lite's meter would turn on with button but not with test strip insertion since early november 2010. Customer then reported they experienced a stroke while at home on (B)(6) 2010 yet, they reported no diabetes-related symptoms were experienced. Customer stated paramedics were called and they were not transported to a facility however, they reported receiving both an EKG and MRI test and took plavix to help counteract the medical event. In addition, the customer also denied a loss of consciousness or seizure occurred. There was no report of death or permanent impairment associated with this report.